Event description:
It was reported that, "surgeon commented that patient rom was poor and femoral component is too big. Revised femur and tibia insert."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.